Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004, repair of recurrent incarcerated incisional ventral hernia with composix kugel mesh. On (B)(6) 2007, excision of composix kugel mesh and repair of recurrent incisional hernia with composix e/x mesh. Reportedly, the composix kugel mesh was intact, but had dense omentum adhesions. These adhesions were dissected off and the mesh was removed. (Note: there was no indication that there were any issues related to the composix e/x mesh).

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info available at this time, no definitive conclusions can be made. The info provided indicated the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.